Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MDR ID: 2134265-2016-05975. It was reported that the burr became stuck on the wire. The 70% stenosed target lesion was locate in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink plus and 330cm rotawire were used and advanced to treat the target lesion. During the procedure inside the patient's body, it was noted that the burr could not be removed from the rotawire despite pulling. The wire had to be cut in the end. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The unit returned has wire kinked as part of overall visual inspection. The device was returned loaded in the rotablator, it was inspected and it has the wire kinked near to proximal section and the middle of the device, also wire broken in the middle of the device. The guidewire couldn't be removed from the rotablator, since the kink at the proximal end of the device by the handshake connection and the kinks in the middle of the device are the cause of the guidewire being unable to be removed from the burr. Overall length and outer diameter of distal tip couldn't be measured due to the device condition. All other outer diameter were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05975. It was reported that the burr became stuck on the wire. The 70% stenosed target lesion was locate in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure inside the patient's body, it was noted that the burr could not be removed from the rotawire despite pulling. The wire had to be cut in the end. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.